Event description:
It was reported that the patient underwent bilateral total hip replacements. Subsequently, the patient reported experiencing bilateral knee pain approximately 8 months post right knee procedure. Right knee was more severe, and thus treatment plan was rtka. Patient presented for ltka. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 02-020-12-0215 - truliant ps por fem ps por left sz 1.5: (B)(6). 02-022-35-1511 - truliant tib imp ps insert sz 1.5, 11mm: (B)(6). 02-022-55-1515 - truliant por tib tray size 1.5f/1.5t: (B)(6). 200-07-26 - advanced patella 26mm 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that exactech product did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.